Event description:
While placing an IV catheter, the nurse tried to fully retract the introducer needle by sliding back the grip pads. However, they appeared to stick before reaching the full extent of their travel. When the needle guard and hub were removed from the catheter, the introducer needle was still exposed, presenting needle stick hazard.